Event description:
The customer reported that they experienced an e05 error (<3.5 or 4.2 gallons in reservoir) with their unit. When they opened the door, the level was a little low. The customer also alleged that there was cidex opa leak inside the bottom of the unit. There were no reports of injuries related to the leak. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The unit was evaluated at the customer's site. The fse noted the e05 error code. The fse replaced disinfectant tank due to slow leak. The fse ran a cycle. Machine meets manufacturing specifications. Upon follow up, the customer reported that everything was fine after the tank was replaced.